Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experience a low blood glucose (bg) level and required assistance addressing bg level. A bg value was not provided. Additional information was not provided. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.